Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump changed input of blood glucose number several times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: a review of the pump¿s settings confirmed the insulin sensitivity was set to 17mg/dl with a target blood glucose value of 100. Using patient settings, an ezbg bolus was performed for a bg of 270, the pump correctly calculated a 10 unit bolus. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Changing the contrast settings did not improve the display. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.